Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was aborted. The philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse checked the ethernet switch and found it was defective, cause power failure. To resolve the problem, fse replaced ethernet switch cable. After replacement of ethernet switch cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.